Event description:
An endurant stent graft system was implanted for the endovascular treatment of a ruptured aneurysm. The maximum aneurysm measured 6.7 cm diameter abdominal aortic aneurysm on (B)(6) 2014. The proximal neck was 26-24 mm in diameter and 28 mm in length. The left common iliac artery was 24 mm in diameter and the right common iliac artery was 22 mm in diameter. The right and left external iliac arteries measured 7 mm in diameter. The devices were successfully implant with no issue. There was no endoleak after the evar procedure. It was reported that the patient passed away the next day due to colon necrosis. The physician commented that there was no causality with the stent grafts.

Manufacturer narrative:
(B)(4).